Event description:
Synergy china registry. It was reported that acute non-st-segment elevation myocardial infarction occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 75% stenosis and was 21 mm long, with a reference vessel diameter of 2.7 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, during follow up visit, the subject was presented with the symptoms of myocardial infarction (mi) and was hospitalized on the same day for further evaluation and treatment. Seven days later, 12 lead electrocardiogram (ECG) was performed. The subject was diagnosed with acute non-st-segment elevation myocardial infarction. Location of mi was anterior (septal), and the event is q wave mi. Percutaneous transluminal coronary angioplasty (ptca) was performed to treat the event. It was noted that the subject was treated in the another hospital but the patient refused to provide relevant imaging data. The rationale for diagnosis of mi were ECG changes, angiography and biomarker elevation. Two weeks and two days later, the event was considered to be recovered and resolved and the subject was discharged on the same day on aspirin and ticagrelor.

Manufacturer narrative:
B6 relevant tests/laboratory data has been updated

Event description:
Synergy china registry. It was reported that acute non-st-segment elevation myocardial infarction occurred. In june 2020, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 75% stenosis and was 21 mm long, with a reference vessel diameter of 2.7 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In july 2021, during follow up visit, the subject was presented with the symptoms of myocardial infarction (mi) and was hospitalized on the same day for further evaluation and treatment. Seven days later, 12 lead electrocardiogram (ECG) was performed. The subject was diagnosed with acute non-st-segment elevation myocardial infarction. Location of mi was anterior (septal), and the event is q wave mi. Percutaneous transluminal coronary angioplasty (ptca) was performed to treat the event. It was noted that the subject was treated in the another hospital but the patient refused to provide relevant imaging data. The rationale for diagnosis of mi were ECG changes, angiography and biomarker elevation. Two weeks and two days later, the event was considered to be recovered and resolved and the subject was discharged on the same day on aspirin and ticagrelor.